Manufacturer narrative:
D4 lot number: corrected from 0032088805 to 0032317393. D4 expiration date: corrected from 07/25/2026 to 08/28/2026. D4 UDI #: corrected from (B)(4). D6a implant date: corrected from (B)(6) 2024 to (B)(6) 2023.

Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Three (3) months post procedure the patient experienced hemoptysis, so their anticoagulation medication was stopped. Six (6) months post procedure the patient went to the hospital due to shortness of breath. The patient was noted to have experienced a cerebral vascular accident. The next day the patient was in a stable and normal state. They were able to talk and were not experiencing any paralysis. There was some weakness noted in their left lower leg. No other complications were noted to have occurred as a result of this event. It was further reported that a 35mm watchman closure device was implanted. Eight (8) months post procedure the patient experienced a cerebral vascular accident and was hospitalized due to this event. Transesophageal echocardiogram (tee) imaging showed that there was a peri-device leak that was not present at the implant procedure measuring 3.9mm. While the patient was in the hospital, they experienced a second cerebral vascular accident. The symptoms improved and the paralysis disappeared. The patient was discharged from the hospital.

Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Three (3) months post procedure the patient experienced hemoptysis, so their anticoagulation medication was stopped. Six (6) months post procedure the patient went to the hospital due to shortness of breath. The patient was noted to have experienced a cerebral vascular accident. The next day the patient was in a stable and normal state. They were able to talk and were not experiencing any paralysis. There was some weakness noted in their left lower leg. No other complications were noted to have occurred as a result of this event.